Event description:
It was reported that this patient with a 23mm edwards surgical valve underwent a valve-in-valve procedure after an implant procedure of approximately five (5) years due to severe aortic regurgitation and aortic stenosis. The tavr procedure was performed with a 26mm edwards transcatheter heart valve. A 23mm true balloon was placed across the aortic valve prosthesis and inflated at 20 atm to fracture the valve. The 26mm transcatheter valve was implanted. There was almost no gradient and tee confirmed no aortic insufficiency. Of note, the patient's hemodynamics collapsed during the procedure; however, the patient responded successfully to acls. The patient tolerated the procedure well considering the complication. The patient remained in critical condition and was transferred to the ICU. The patient was deemed stable to be discharge home on pod #5 in good condition.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm edwards surgical valve underwent a valve-in-valve procedure after an implant procedure of approximately five (5) years due to aortic stenosis and aortic regurgitation. The tavr procedure was performed with a 23mm edwards transcatheter heart valve and concluded with good results. No other details were provided.